Manufacturer narrative:
After further review of this complaint it has been determined that no serious injury occurred in this event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during elbow procedure using the ar-2260bc, impl delivery sys,distal biceps, bc. The surgeon inserted the guide pin through the cannulated and guide pin push though the elbow went through the patients skin onto table and though the sterile drape. The case was completed with no additional issues, the surgeon noticed the drill guide was bent.